Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch on down arrow button. No unexpected number ramping or scroll bar moving with no input was noted. The pump had cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer treated with a sandwich. The customer stated that the numbers were ramping on their own. The customer stated that the scroll bar was moving without input from the user. The customer was advised that the button may be stuck. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.